Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) and application specialist reviewed the patient's results, ferritin quality control results and precision with the customer. The fse performed preventive maintenance activities on the instrument. A definitive root cause has not been determined for this event with the data provided.

Event description:
The customer reported that on (B)(4) 2011 an erroneous elevated ferritin result, above the normal reference range, was generated on a unicel dxl800 access immunoassay system for one patient sample upon auto repeat of the sample on the same instrument, the diluted ferritin result was lower but still above the normal reference range. The initial erroneous result was not reported out of the laboratory and hence there was no death, serious injury of modification to patient treatment associated or attributed to this event. Instrument ferritin quality control (qc) results were recovering within the customer's established ranges on the day of the event. There were no errors posted to the event log in conjunction with this event. No additional specific patient information, system information or sample collection/handling information was provided by the customer.